Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen became unresponsive. Approximately 1.5 hours later, the pump had turned on but the display was frozen on the unlock screen. After troubleshooting with tandem customer technical support (cts) the pump was still unresponsive. Customer's blood glucose level was 182 mg/dl. Cts to follow up to verify what form of insulin back up therapy was obtained by health care provider (hcp).